Manufacturer narrative:
(B)(4). This is a report of a use error where the patient line was connected to the transfer set before priming, resulting in air entering the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. The patient stated they checked the patient line after they connected to the homechoice. The technical service representative (tsr) explained to the patient that they should stop and look when the homechoice displayed check patient line and connect yourself. The tsr explained to the patient how to re-prime. The patient was advised to contact global technical services before connecting to the patient line and to ensure the line was properly primed. On a call to the peritoneal dialysis clinic, the peritoneal dialysis registered nurse (pdrn) confirmed the care giver connected the patient to an unprimed line. The pdrn stated the patient line had two or more inches of air. The pdrn was unable to determine the number of times the patient connected to the unprimed line. The pdrn stated the care giver would not re-prime the patient line. The pdrn taught the patient how to re-prime the patient line. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.